Event description:
It was observed that during the device evaluation, the flex video scope exhibited that the amount of water contact does not meet the standard, due to clogged nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to nozzle clogging (unidentified foreign body), amount of water contact does not meet the standard value. The event can be detectable/preventable by following the instructions for use which state: by following operational manual chapter 3 preparation and inspection. And the preventative measures in reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.